Event description:
It was reported that the patient went to the urgent care and was diagnosed with a skin infection identified as dermatitis. The site was swollen and was discharging pus. For treatment, the patient was prescribed cephalexin at 500 mg to take 4 times per day for 10 days and fluids. The pod was worn between 24 and 36 hours on the arm. The patient was discharged after 3 hours. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.